Event description:
During a routine check of the iabp by customer representative it was noted an electrical test failure code 58 (power-up vent test failure). No pt was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative evaluated the pump and found that the manifold drive assembly needs replacement. It was replaced, performed the functional and safety tests to meet the factory specifications. The part replaced is being requested to be sent to the mfg facility in (B)(6) for eval. A supplemental report will be submitted when additional eval becomes available. Ref.: (B)(4).